Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was hospitalized for administration of IV antibiotics from (B)(6) 2024 to (B)(6) 2024. The device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.